Event description:
When mounting the lateral traction device, the screw got stuck and could not be used. The customer used another traction device and the surgery was delayed over 30 minutes. No adverse consequences were reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
Device evaluation confirmed that upon return, the screw was stuck to the lateral traction clamp that affixes device to clark rail. The knob was removed and lubricated and the device now functions properly. The event reported may occur if the knob is impacted, during handling and/or due to insufficient maintenance of the parts. This event was attributed to misuse.